Manufacturer narrative:
Returned device was received with cracked on right plunger case missing battery and battery door. Evidence of reported problem in event log was found. During the evaluation of the device the main board was found badly misaligned. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the motor does not run on a smiths medical medfusion pump. No adverse patient effects were reported.

Event description:
It was reported that the motor does not run on a smiths medical medfusion pump. No adverse patient effects were reported. Additional information was received on 06-july-2020 indicating that there was no patient injury.